Manufacturer narrative:
(B)(4). Device passed displacement test, self test and active current measurement, however unit failed sleep current measurement and power management graph displays unexpected battery power loss, problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer charge battery and it did not last as long as it should. The customer's blood glucose level was unknown at the time of the incident. The device will be returned for analysis.